Event description:
Boston scientific received information that this local representative contacted technical services to report that this patient has been scheduled for device replacement. The patient is not pacemaker dependent and the right ventricular (rv) pacing impedance measurements have been stable (1400-1700 ohms) for over one year. The rv pacing thresholds and sensing have been normal. Technical services recommended that the lead should be checked at the time of the replacement procedure. Subsequently, boston scientific received information from an implant form that this rv lead was surgically capped due to a rv pacing impedance measurement of greater than 2000 ohms. A separate competitor rv pace/sense lead was implanted. The device remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.